Event description:
It was reported that the lead had dislodged. The sensing had decreased. The pacing threshold had increased. Due to the t-wave double-counting the device delivered inappropriate therapy. The sense/pace portion of the lead was capped and a new sense/pace lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.